Event description:
A malfunction alarm was reported by the customer, indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level, and the levels did not exceed 500 mg/dl. The customer was advised to use multiple daily injections as a backup therapy while a replacement pump was arranged. Tandem technical support provided instructions on how to store the pump and return it within ten days using a pre-paid label.